Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) not charging batteries. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6(problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the ac power cord reel. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received part with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have bent prongs on the plug. The fat installed the power cord in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.